Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. The product was evaluated. An external visual inspection was performed and passed. A receiver boot test was performed and failed. A receiver download was attempted and failed due to receiver not turning on. The device was opened finding moisture damage and pictures were taken. Confirmation of the complaint was undetermined. The probable cause was not found. No injury or medical intervention was reported.